Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The omnilink elite instructions for use (IFU) states, do not attempt to pull an unexpanded stent back through the introducer sheath / guiding catheter; dislodgment of the stent from the balloon may occur. The investigation was unable to determine a conclusive cause for the reported resistance with the introducer sheath. It may be possible that the sheaths used were not the appropriate inner diameter (ID); however, the omnilink elite and sheath were not returned for analysis. Therefore, the exact inner diameter is unknown. In this case, the resistance with the sheath was the likely cause for the dislodgment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the calcified, right iliac artery the 8 x 29 mm omnilink elite stent delivery system (sds) was advanced through the 6 fr non-abbott sheath but met resistance and became stuck. The sds could not be advanced or removed separately; all devices were being removed from the anatomy as a system when the stent implant dislodged off the balloon into the anatomy. A cutdown procedure was used to successfully remove the stent from the anatomy without adverse patient sequela. A different stent was used in the procedure without issue. The patient was reported in good condition. No additional information was provided.